Manufacturer narrative:
UDI - not yet covered by the UDI implementation cut-off. The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information, and retention samples of the involved product/lot number combination. Visual inspection revealed no defects. Sheath activation and sheath deactivation force were evaluated on the retention samples and confirmed all samples met manufacturer specifications. Retention samples were tested for sheath radial strength and sheath removal force and all samples were confirmed to meet manufacturer specification. A review of the device history record was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
It was reported to the distributor that after the administration was completed, the safety lock mechanism did not lock, and it broke off; the patient received dose as intended; and there was no adverse event associated with this event.